Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device analysis: visual analysis of the returned device identified fold creases and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one opening crease smooth, wear abrasion and void >1 mm in non-textured, valve-to shell-bond area. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side radius assessed as fold flaw opening.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Event description:
Device has been explanted.